Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient went to emergency room and got hospitalized due to coma on (B)(6) 2025. Initially, patient got assistance from paramedics who gave him gel and lucasaid. The duration of hospitalization was four-five hours. The blood glucose level was 1.8 mmol/l at the time of event. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united kingdom.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010130 in question was manufactured at the osted site. Threshold analysis: a query was run on 29-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010130". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6010130 was manufactured according to work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 12-nov-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.